Manufacturer narrative:
Upon receipt of the cuff component of this artificial urinary sphincter (aus) at our quality assurance laboratory, the component underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the component. Based on the information available and analysis results, the reported device allegation of a mechanical issue was unable to be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter sometimes leaked urine when he coughed or when lifting heavy objects. One month following the patient presenting at the clinic for this issue, the cuff of the aus was replaced with a smaller cuff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter the patient sometimes leaked urine when he coughed or when lifting heavy objects. One month later, the patient had the artificial urinary sphincter 4.5cm cuff component replaced with a 3.5cm cuff. No further patient complications were reported.